Event description:
The user facility reported that during an unspecified procedure, the tip of two electrodes broke after one minute of use. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info regarding the report and was informed that during a therapeutic transurethral resection of prostate (turp) procedure, the tip of the electrodes were observed to have been breaking in less than a min of use for both of the first two electrode loops. The procedure was said to have been completed using a third electrode from a different lot number. Olympus was informed by the user facility that there was no device fragment identified to have fallen inside the pt. The user facility returned two electrodes to olympus for evaluation. The evaluation confirmed the user's report of broken tip. The loop wire on both of the electrodes were detached from the yellow protector sheath. There was evidence of discoloration throughout the loop wire. The electrodes were forwarded to the original equipment manufacturer for further investigation. The exact cause of the user's report could not be conclusively determined; if additional info becomes available later, a supplemental report will follow. This report is being submitted as a medical device report (MDR) in an abundance of caution. (B)(4).